Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. Unit received with corroded battery cap. Unit received with corroded battery tube pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot.

Event description:
Customer reported that the insulin pump required battery changes more frequently than it should. Customer also reported receiving a failed battery test. Blood glucose level was 75 mg/dl at the time of the call. No further information was provided.